Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
New information received notes that during follow-up, post-sensed t-wave oversensing on the ventricular channel was observed. Patient was asymptomatic. Programming changes were made. Patient was fine.

Event description:
It was reported that via (B)(4) transmission, post-sensed t-wave oversensing on the ventricular lead was observed. The patient received inappropriate atp therapy. The oversensing was noted on a stored egm. Patient was asymptomatic. Programming changes were made. The patients condition is good.